Event description:
It was reported via repair work order that the bed loss all motor functions due to the CPR micro switch set screw being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.